Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times. The device was explanted and successfully replaced. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
The device has not been returned for analysis. This event will be updated when analysis is complete.